Event description:
The manufacturer received information alleging a ventilator was alarming for a "high priority" alarm condition. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor and system board need to be replaced to address the issue.